Manufacturer narrative:
"Investigation memo for complaint (B)(4)."

Event description:
Typenex medical specimen collection swabs (product code: sw0102, lot 08032) broke off within the patient's nostril during sample collection. The swab broke at the designated break point, that is the point on the swab that is intended to break inside the viral transport tube in order to leave the flocked head inside the tube and allow the tube to be capped for transport. The patient received additional medical attention at a local outpatient care facility to remove the swab tip from their nostril. A similar issue with a different patient has already been reported that occurred on the same day and at the same hospital.